Manufacturer narrative:
A customer from (B)(6) reported a misidentification for an abiotrophia defective rcpa eqa quality control strain as granulicatella adiacens when testing with vitek® 2 gp ID test kit (ref. 21342). An investigation was performed. The customer reported that the lyophilized sample from blood had been subcultured 2-3 times and plated to horse blood agar, macconkey no.3, chocolate agar, sabouraud agar and wilkins-chalgren. It was reported that the respiratory sample was plated to horse blood agar, macconkey no.3, chocolate agar + bacitracin. It is not clear if this sample was from blood or respiratory and which media was used to set up the gp card although several listed (macconkey no.3, sabouraud agar, wilkins-chalgren, chocolate agar + bacitracin) are not recommended media. The customer reported incubating the isolate at 35c for 48 hrs in co2 and setting up from a 24-48 hour plate. One lab report was submitted showing an excellent identification of g. Adiacens with 3 atypical reactions (appa+, dmal-, opto) for an identification of a. Defectiva according to the gp knowledge base. Atypical reactions can indicate contamination, mixed culture, compromised viability of the strain, use of non recommended media or other user set up errors or an atypical strain. It's possible that the use of non-recommended media (as indicated by the customer) may have contributed to the mis-identification. However, without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Vitek gp lot # 2420309403 met final qc release criteria and passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of misidentification results for an rcpa eqa quality control strain when testing with vitek® 2 gp ID test kit (ref. 21342). The intended result was abiotrophia defectiva, and vitek 2 identified the organism as granulicatella adiacens. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.